Event description:
It was reported that ¿the jaws would not open when placed in the patient for use. Another stapler was then used and worked fine.¿ no patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unk. Event: date of event unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Troubleshooting by both surgeon and surgical techs which are familiar with device. Did the jaws eventually open? No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 3/8/2022. Upon review it was identified that this is a duplicate report. All reported information for this event was reported under 3005075853-2022-00315. Moving forward all additional information will be filed under 3005075853-2022-00440.